Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed that an integrated circuit had dislodged from the hybrid due to electrical arcing. Additional testing could not confirm the long charge time due to damage around the high voltage circuit. Therefore, it was not possible to determine root cause.

Event description:
Asku